Event description:
The report stated that even though there was an end tone indicating that the seal was complete, sealing was incomplete but with evidence of some sealing based on thermal spread. Another device was opened and used. There was no bleeding or tissue damage. The generator was set at 2 bars.

Manufacturer narrative:
The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.